Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon post-surgical inspection of instrument pans, it was discovered that some of the sleeves were chipped away to where debris could be a concern during trialing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.